Event description:
Pt had been in dialysis for 3 hours, when venous blood line became separated from venous fistula needle. Pt care tech was near pt's chair, when they found a pool of blood on floor and discovered the line separation. There was no audible alarm at this time. Pt remained conscious throughout. Blood pressure fell from 163/82 to 106/57, hr 85. Pt was given a bolus of normal saline. Pt was transported to hosp for eval.